Event description:
This pt experienced the thrombisis of two cypher stents approximately two days fater implant in the mid-lad. This treated with aspiration and re-ptca. This pt was admitted to the hospital with s chief complanit of acute myocardial infarction. The pt was currently taking ticlid. The pt was taken emergently to the cardiac cath lab, where angiography revealed a long, de novo, calcified, tortuous, c-type lesion extending from the ostium of the lad through the mid portion of the vessel. There was pre-existing thrombus present within the mid vessel. A bolus of 7,000 units of heparin was administered via IV. No thrombolytics were given. There were no difficulties in accessing or writing the vessel were noted. The proximal lad lesdion was predilated with a 2.25 x 20mm ballon inflated to 12 atms' however, the mid-lad was not pre-dilated. A 2.5 x 23mm cypher satent was deployed to 10 atms within the distal portion of the mid-lad. Then a second 2.5x23mm cypher stent was positioned proximal to and in overlapping fashion with the first, and was deployed to 16atms. A third cypher stent was positioned proximal to and in overlapping fashion with the second stent, and was deployed to 14 atms with suboptimal results. The stent in the mid lad were post-dilated with 2.25/20mm balloon inflated to 18atms and the stent in the proximal lad was post-dilated with a 3.0x15mm balloon inflated to 18 atms. Ivus was conducted. Flow through the stented segment timi iii. Residual stenosis was rpeorted to be 25% within the mid-lad and 0% within the proximal lad. The pt was discharged on ticlid aspirin in stable condition. Two days later the pt complained of chest pain and was taken back to the cath lab. Repeat angiography demonstrated a thrombosis of two 2.5 x 23mm cypher implanted in the mid-lad. This was treated with aspiration thrombectomy and additional balloon inflations with a 2.5mm balloon inflated to 12 atms. Physician's comment : the possible cause of the thrombectic event is due to a possibility of a dissection distal to the cypher implanted at aha#7. In addition, under-dilation of the cypher implanted at aha#7 and because vessel aha#7 was a thrombotic lesion might have contributed to the event.